Event description:
Major pump unit(s) involved: device thrombosis. Additional text: suspected pump thrombus - no to min flow entering inflow cannula on echo. Specific component(s) involved: pump drive unit malfunction. Additional text: low flow <2.5 lpm regardless of increasing speed. Suspected pump thrombus. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : direct tpa via catheter in left ventricle. Implant device type: lvad. Malfunction device type:.

Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: pump drive unit malfunction.